Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 381mg/dl. It was stated that the customer was experiencing unexplained high glucose for more than one day. It was stated that the events leading to his admission was vomiting, extreme pain in neck and shoulders. Troubleshooting was performed. It was mentioned that the customer received several no delivery alarms. It was stated that the customer has issues with the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.